Manufacturer narrative:
Investigation summary: two photos were submitted for review. A complaint history check was performed, and this is the 3rd related complaint reported with the defect/condition of catheter broke/separated after placement with lot #8235504 regarding item #383536. There are two related complaints. Hr review was performed on lot number 8235504. The lot number was built / packaged on nfa line 1 from (B)(6) 2018 thru (B)(6) 2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn (B)(4) (kinked tubing) and qn (B)(4) (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Investigation conclusion: based on the evaluation of the submitted photo the defect catheter broke/separation after placement was confirmed. The photo displayed the y adapter/extension set was separated from the winged adapter. Root cause description: although the unit was not returned for evaluation; given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect ss created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. Rationale: CAPA 684099 has been initiated to further investigate this is defect. Eura (end user risk analysis) review evaluates the risk to the end user that is associated with the failure modes of the product. Although cause of failure could not be determined as the sample was not received for evaluation, a trend has been identified for the failure mode of detached extension tubing caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter. With limited severity and occasional occurrence, the risk to the end user is acceptable.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system with dual port the catheter tip broke off in the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system with dual port the catheter tip broke off in the patient